Manufacturer narrative:
Correction: h2: additional information should have been selected in the previous report.

Event description:
It was reported that myopotential oversensing resulting in pacing inhibition was observed on the implantable cardioverter defibrillator (ICD). Programming changes and additional testing was recommended. There were no reported patient consequences.

Event description:
New information notes a re-occurrence of myopotential oversensing on the implantable cardioverter defibrillator. The patient was to be evaluated in clinic for additional programming.

Event description:
It was reported that myopotential oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes and additional testing was recommended. There were no reported patient consequences.